Event description:
The patient had a neurostimulator (ins) implanted for his right hand. Tremors developed in his left hand. He had an additional ins and lead implanted for this left side that worked great. He no longer received symptom relief. Tremors returned on both sides and his devices were not helping like they originally did. On (B) (6) 2010, he experienced a shocking or jolting sensation in his face and right hand while leaning in a door way. He visited his doctor and his stimulation was turned down from 3.0 volts to 1.7. His doctor felt the stimulation was too high. The company representative confirmed that the patient came to the clinic and his lead impedance measurements were within normal limits. He has not had any more "shocks" since (B) (4). The amplitude and pulse width were increased which helped with some of his break through tremor. He left comfortable and will return on (B) (6) 2010, for a follow-up visit.

Manufacturer narrative:
(B) (4).